Event description:
It was reported that the patient had a fall and as a result was experiencing ineffective stimulation. The patient was getting relief in their back but not their legs. Upon further investigation, the patient's leads had migrated, which was confirmed via imaging. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the leads were repositioned to address the issue. Effective stimulation was restored.